Event description:
Situation: port needle (20-gauge 3/4 in safe step) came out of sterile package with hair on the tip near needle. Background: patient presented for port flush. Assessment: rn did not use needle and obtained a different needle to use. Recommendation: needle was saved for inspection.